Event description:
Baxter's complaint coordinator reported a home patient's transfer set clamp lost its closed function. This is the 6th transfer set in one year. No patient injury or medical intervention was associated with this incident.